Event description:
It was reported that the pump touch screen was dark and won't turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.